Event description:
Tissue necrosis in the suprapubic region (mons) following a reduction treatment with bodytite. Suspicious for erysipelas as the underlying tissue blanched a few days after. A week later, the wounds evolved and pseudoeschar was seen. In the last photo there is significant straw-colored drainage, possibly a small seroma draining from a full-thickness wound. FDA safety report ID #:(B)(4).